Manufacturer narrative:
The implant failure appears to be the result of pt effects: adjacent to endodontic tooth and infection. A complaint investigation has been conducted and no manufacturing defects were revealed.

Event description:
A (B)(6) pt with a history of smoking and allergies to sulfa, e-mycin and penicillin. Pt received three 3.75 mm x 13mm xhex item #09249113 dental implants on (B)(6) 2009. On (B)(6) 2009, one of the dental implants was removed at site (B)(4). The clinician reported that the implant did not integrate before prosthetic restoration. Primary stability was achieved but osseointegration was not. The clinician reported that the pt had type I bone and that there was no required augmentation procedure prior to implant placement. Additional contributing factors reported by the clinician included infection and that the implant was located adjacent to an endodontic tooth. At the time of the implant failure, the clinician reported that the pt was asymptomatic and experienced implant mobility.